Event description:
During a meniscus repair utilizing the ultra fast-fix assembly ¿ curved, it was reported that from the moment the surgeon pulled out the insertion device, the suture was disengaged and did not attach to t2. The suture became frayed. T1 was inside the meniscus and very difficult to pull out so the physician left it in the patient. Therefore, t1 remains unsupported in the patient. A backup device was available to complete the procedure. Bone quality reported as hard.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one ultra fast-fix assembly ¿ curved was returned for evaluation of the reported complaint mode, ¿the suture was disengaged / frayed¿. The device was visually inspected and t1 had been deployed as stated. At 10x magnification, t2 was visible and the suture was damaged and frayed, confirming the failure mode. There is a possibility that the suture came in contact with a sharp ancillary device during the procedure but the root cause cannot be fully determined. These devices are hand assembled and a frayed, disengaged suture would be highly detectable. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).